Manufacturer narrative:
The check of the DHR of the lot # of instrument involved (1314712) did not show any pre-existing anomaly on the 49 smr glenosphere impactor-extractors manufactured with this lot #. No other complaint was received on this lot #. Also the check of the DHR of the glenosphere involved (device not marketed in the us) did not show any anomaly on the 75 pieces manufactured with the lot # involved. We received the pieces involved and verified that it's very difficult to separate them by using a t-handle (simulating the intra-op removal phase). We could separate them in our mechanical laboratory and, after the separation, we verified that both the male thread of the instrument and the female thread of the glenosphere cavity are intact and fully functional. The above confirms that it was not an event product-related. About the cause of this intra-op seizure: it's likely that the surgeon applied an excessive strength when tightening the instrument into the glenosphere cavity and/or when impacting the glenosphere dia.40mm (which was then replaced intra-op with a dia.36mm one). The above actions could have significantly contributed to the seizure. This is the 1st and only complaint reported about the intra-op seizure between a glenosphere impactor/extractor and a glenosphere. About 1900 glenosphere impactors/extractors with model # 9013.74.140-9013.74.141 have been manufactured, this gives a specific occurrence rate of (B)(4). No corrective actions for this specific case. Limacorporate will keep monitored the market. This is a final report.

Event description:
Intra-operative malfunction of the smr glenosphere impactor-extractor. The surgeon wanted to reposition the glenosphere. He was able to split the glenosphere dia.40mm + connector from the metal back thanks to the glenosphere impactor/extractor, but was then unable to remove the glenosphere impactor/extractor (model # 9013.74.140, lot # 1314712) from the glenosphere. A seizure between instrument and glenosphere occurred. A new glenosphere (dia. 36mm) was implanted during surgery. The glenosphere impactor/extractor was returned, attached to the glenosphere dia.40mm + connector but the internal rod of the impactor was missing. No reported consequences for the patient. Event occurred in (B)(6).